Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 31-year-old female patient who had essure (batch no. B95528, 83050111x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, vaginal irritation, herpes infection and breast operation. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included body mass index normal, burning micturition, vaginal discharge, vaginal odor, pelvic pain female, bloating and premenstrual syndrome. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection/bladder infection") and urinary tract infection ("urinary tract infection/uti") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced swelling ("swelling"), skin discolouration ("spots and discolouration on my face cleared up"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with antibiotics and surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, swelling, skin discolouration, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, skin discolouration, swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: 2010. Current weight 179 lbs. The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2 and coils that appeared trailing into the uterine cavity from right was 2. Lot number as per pfs (b95528), as per mr (83050111x). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. They stated they were in place. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: uti, smelling, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Events psych injury, urinary problems and bladder problems were added. Outcome of dysmenorrhea, weight gain were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 31-year-old female patient who had essure (batch no. B95528 invalid; 83050111x invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, vaginal irritation, herpes infection and breast operation. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included body mass index normal, burning micturition, vaginal discharge, vaginal odor, pelvic pain female, bloating and premenstrual syndrome. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection/bladder infection") and urinary tract infection ("urinary tract infection/uti") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced swelling ("swelling"), skin discolouration ("spots and discolouration on my face cleared up"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with antibiotics and surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, swelling, skin discolouration, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage and psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, psychological trauma, skin discolouration, swelling, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: 2010. Current weight 179 lbs. The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2 and coils that appeared trailing into the uterine cavity from right was 2. Lot number as per pfs (b95528), as per mr (83050111x). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion. They stated they were in place. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: uti, smelling, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: pqs: update of information (batch is not valid) product technical complaint on 6-dec-2019: non-significant case correction performed. Essure lot number updated (wording "not valid" updated to "invalid"). No valid lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 31-year-old female patient who had essure (batch no: b95528-inv, 83050111x-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, vaginal irritation, herpes infection and breast operation. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included body mass index normal, burning micturition, vaginal discharge, vaginal odor, pelvic pain female, bloating and premenstrual syndrome. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection/bladder infection") and urinary tract infection ("urinary tract infection/uti") and was found to have weight increased ("weight gain/weight gain"). On (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced peripheral swelling ("swelling / hands are swollen"), skin discolouration ("spots and discolouration on my face cleared up"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and inflammation ("coils cuse a lot of inflammation"). The patient was treated with antibiotics and surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, peripheral swelling, skin discolouration, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, psychological trauma and inflammation outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, inflammation, menorrhagia, peripheral swelling, psychological trauma, skin discolouration, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: 2010. Current weight 179 lbs. The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2 and coils that appeared trailing into the uterine cavity from right was 2. Lot number as per pfs (b95528), as per mr (83050111x). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion. They stated they were in place. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: uti, smelling, dysmenorrhea, menorrhagia. Lot number (b95528 and 83050111x ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a (B)(6)-year-old female patient who had essure (batch no. B95528, 83050111x) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, vaginal irritation, herpes infection and breast operation. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included body mass index normal, burning micturition, vaginal discharge, vaginal odor, pelvic pain female, bloating and premenstrual syndrome. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection") and was found to have weight increased ("weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced swelling ("swelling") and skin discolouration ("spots and discolouration on my face cleared up"). The patient was treated with antibiotics and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, menorrhagia, dyspareunia, swelling and skin discolouration had resolved and the vaginal haemorrhage, cystitis, urinary tract infection, dysmenorrhoea and weight increased outcome was unknown. The reporter considered abdominal pain, cystitis, dysmenorrhoea, dyspareunia, menorrhagia, skin discolouration, swelling, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: 2010. Current weight (B)(6). The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2 and coils that appeared trailing into the uterine cavity from right was 2. Lot number as per pfs (b95528), as per mr (83050111x). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. They stated they were in place.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: uti, smelling, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs & mr received- case becomes incident. Event injury was removed. New events abnormal bleeding (vaginal, menorrhagia), bladder infection, uti, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), weight gain, abdomen pain, swelling and spots and discoloration on my face cleared up were added. Lot number and expiration date was added. Implant date was updated. Explant date was added. Product indication was updated. Medical history, treatment drugs and lab data were added. Patient's date of birth, height, weight and race were added. Reporter's information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdomen pain') in a 31-year-old female patient who had essure (batch no. B95528 and 83050111x invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included genital herpes, vaginal irritation, herpes infection and breast operation. Previously administered products included for birth control: mirena from 2007 to 2012. Concurrent conditions included body mass index normal, burning micturition, vaginal discharge, vaginal odor, pelvic pain female, bloating and premenstrual syndrome. On (B)(6)2012, the patient had essure inserted. In (B)(6)2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), cystitis ("bladder infection/bladder infection") and urinary tract infection ("urinary tract infection/uti") and was found to have weight increased ("weight gain/weight gain"). In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy bleeding/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)/dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced peripheral swelling ("swelling / hands are swollen"), skin discolouration ("spots and discolouration on my face cleared up"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and inflammation ("coils cuse a lot of inflammation"). The patient was treated with antibiotics and surgery (hysterectomy full with bilateral salpingectomy). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, menorrhagia, cystitis, urinary tract infection, dysmenorrhoea, dyspareunia, weight increased, peripheral swelling, skin discolouration, bladder disorder and urinary tract disorder had resolved and the vaginal haemorrhage, psychological trauma and inflammation outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, dysmenorrhoea, dyspareunia, inflammation, menorrhagia, peripheral swelling, psychological trauma, skin discolouration, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted: essure insertion date: 2010. Current weight 179 lbs. The number of expanded coils that appeared trailing into the uterine cavity from the left fallopian tube was 2 and coils that appeared trailing into the uterine cavity from right was 2. Lot number as per pfs (b95528), as per mr (83050111x) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.8 kg/sqm. Hysterosalpingogram - on (B)(6)2012: total bilateral occlusion. They stated they were in place.. Concerning the injuries were reported in this case, the following ones were described in patient's medical records: uti, smelling, dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on(B)(6)2020: social media content received: event inflammation added. Event coding changed from swelling to peripheral swelling. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. .